Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower approved user verify code still did not appear in the patient profile at the cabinet. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 14-MAY-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of this incident, it was reported that the system approved user verify code still did not appear in the patient profile at the cabinet. The technical support specialist (TSS) coordinated with user and the customer, had a new user verify request generated, verified pharmacist approval of the request, and confirmed successful medication issuance from the cabinet to resolve the issue. The system functioned as intended after the technical support specialist verified the issue.